Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reep3041 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC was placed on (B)(6) a chest xray was taken and showed that the PICC was coiled up in the axilla. It was noted that the patient had high intra-cranial pressure, so high that it was effecting his trachea." Additional information received 09/03/2020: all previous x-rays showed PICC tip in acj. Date on dressing was (B)(6). Additional information received via medwatch 09/15/2020: morning chest x-ray indicated PICC line malpositioned (not dislodgement). Previous days chest x-ray showed PICC line in perfect position. Tl solo power PICC placed (B)(6).

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a coiled/kinked catheter is confirmed; however, the exact cause is unknown. Two radiographic images of a section of a patient¿s torso were returned for evaluation. An initial visual observation of the image showed what appears to be a catheter within the patient¿s torso. The catheter appeared to be bent over itself at one or two locations within the patient¿s torso. While it can be seen from the returned images the catheter is bent and/or kinked, the cause of this bending/curving of the catheter is unknown. Possible contributing factors of a bent/kinked catheter include catheter placement, positioning, securement, maintenance, and access techniques as well as patient anatomy. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of reep3041 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC was placed on (B)(6) and a chest xray was taken and showed that the PICC was coiled up in the axilla. It was noted that the patient had high intra-cranial pressure, so high that it was effecting his trachea." Additional information received 09/03/2020: all previous x-rays showed PICC tip in acj. Date on dressing was (B)(6). Additional information received via medwatch 09/15/2020: morning chest x-ray indicated PICC line malpositioned (not dislodgement). Previous days chest x-ray showed PICC line in perfect position. Tl solo power PICC placed (B)(6).